Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 396-397 mg/dl and high life-threatening ketone levels. Prior to going to the ER, the customer administered a manual insulin injection in attempt to treat bg level. While in the ER, the customer alleged that the hospital declined to provide treatment and customer continued to administer insulin injections. The customer was released 6 hours later with no permanent damage and the reported issue resolved. The cause of the reported issue was unknown. A system check was performed by tandem technical support and was determined that the pump was functioning as intended. In addition, it was reported that the pump bolus history was missing data despite being in use. The customer continued using the pump for insulin therapy.